Event description:
Additional information received reported that the patient had their system explanted on (B)(6) 2012 because, it was "very painful". No further information was received.

Event description:
It was reported the patient experienced "a lot of pain with implant which had gotten worse recently." The patient's pain was located at her implantable neurostimulator (ins) site that encompassed around her left buttocks area and into her spine. She had to take advil every day and she recently started putting on ice packs. The patient's status was reported as "fair." The patient wanted to turn off her stimulation; she decreased all of her programs to 0 volts and it was noted the patient's pain she usually felt in her left buttocks area was slowly going away. It was reported her physician was going to remove her ins in either (B)(6) 2012, so she could have a "full" MRI to see if her pain was related to something else in her body. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID 3889-28, lot# v332388, implanted: 2009 (B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).